Event description:
It was reported during unpackaging of a 3.5x18 multi-link 8 stent delivery system, it was noted that the shaft was broken. The device was not used and there was no patient involvement. The procedure was performed successfully using a new 3.5x18 multi link 8 stent delivery system. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event as it was reported to have occurred sometime between the week of (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.